Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed sepsis and was re-admitted to hospital. Blood cultures proved to be (B)(6) for (B)(6). The patient subsequently developed elevated power consumption and diagnostic testing revealed severely elevated lactate dehydrogenase levels. The site suspected hemolysis and a device thrombosis. The patient experienced worsening heart failure and renal dysfunction and a decision was made to proceed with comfort care measures. The patient subsequently expired. The pump was not explanted post-mortem.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via review of the controller log files which revealed an increase in power consumption and estimated flow starting on (B)(6) 2018. One high watt alarm has been logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.